Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulator system was described by the patient as ¿trash,¿ and the patient stated they wanted it removed (¿this thing out¿). The patient reported the issue was ongoing and unresolved, and the exact problem was not specified. The reporter reached out to obtain more information and to troubleshoot but did not receive a response. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from patient (pt) who reported that the reason they want the spinal cord stimulator removed is that they are unable to charge it. They were told it charges quickly and they can charge sitting or laying down but they were unable to . They reported when they move the device won't charge. They stated the stood in place for over 3 hours and never got to 100% charge. Patient reported they were told they could do excessive activity but after it was put in they were warned to do activity. They stated once they save money they will schedule an appointment with their healthcare provider (hcp) to have it removed. They reported the device sticks out of their skin and it is uncomfortable to sit with their back against anything. They report the device causes pain and discomfort and a single charge only lasts 3 days not 2 weeks. Issue has not been resolved.